Event description:
It was reported that the patient experienced continued leakage with bouts of urgency and loss of urinary control with the artificial urinary sphincter (aus). The patient also complained about severe pain and swelling with no sign of infection. He had his device activated, but doubts that it successfully activated. Further information was requested and not yet received. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.